Event description:
The user facility reported that the pump infused at a delivery rate that was estimated to be between 5% to 15% beflow the specified tolerance limit for the device. The pump was used for a chemotherapy treatment. Per the complainant, there was no injury assoicated with the event.